Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: e2,e3,h4, h6. Corrected fields: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source had the scope communication error (b30). The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
Troubleshooting was conducted over the phone, the customer was instructed to remove the scope, clean the contact points on the scope, and reconnect it; this action and removing the error by pressing the escape button on the keyboard resolved the problem. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.